Event description:
It was reported that the bed exit and lifts were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the bed exit not able to be set due to the scale not being zeroed and the lifts were not working due to a cpu board malfunction.

Event description:
It was reported that the bed exit and lifts were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.